Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized experiencing hyperglycemia and elevated ketones. The patient¿s blood glucose levels reached 15 mmol/l (270 mg/dl) while wearing the pod on the insertion site abdomen between 49 and 71 hours. Reported symptoms included vomiting, elevated ketones, and high blood glucose levels, which were believed to be associated with a sickness bug and side effects from a recent increase in epilepsy medication. The patient was treated in hospital with anti-sickness medication, a reduction in epilepsy medication dosage, and a monitored oral fluid regimen (approximately 60 ml every 20 minutes with four hourly monitoring). No specific diagnosis was provided other than a sickness bug and probable medication side effects. The patient was discharged the following day after a one day hospital stay. The pod was worn for the full intended duration and was not removed early at the hospital. It was noted the legal guardian stated the pod was working fine and that the cause of the medical attention was the sickness bug and the increase of epilepsy medication and ketones. No further information was provided.